Manufacturer narrative:
This report is submitted on december 28, 2023.

Event description:
It was reported that the patient's battery had melted while in the sound processor. A new replacement battery was sent to the patient. No serious injury was reported.